Event description:
A customer contacted beckman coulter (bec) reporting a regent probe b leak in the unicel dxc 600i synchron access clinical instrument. The customer initially received quality control (qc) errors when the leak was discovered. Approximately 5 - 10 milliliters had leaked on the reagent probe drip tray. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the solenoid vacuum valve was not vacuuming wash solution out after probe tip wash. The fse also noticed black/brown dust debris on valve. The fse removed and cleaned the debris. The fse reinstalled the valve on the system. Bec identifier for this report is (B)(4).